Event description:
On (B)(6) 2011, a reporter for the lay user/patient (patient's niece) contacted lifescan (lfs) alleging that the patient was unable to check her blood glucose on her onetouch ultra meter due to her accessing the memory mode instead of the testing mode. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter informed the cca that the alleged issue began on (B)(6) 2011, at approximately 10:00pm. The reporter stated that the patient manages her diabetes with pills with diet and/or exercise (unknown type and dose). The reporter denied that the patient took any action in regards to her diabetes management routine in response to not being able to test her blood glucose on the subject meter. On the morning of (B)(6) 2011 (exact time known) the reporter alleged that the patient developed symptoms of a "heavy head and shaking." She denied receiving any treatment in response to the symptom. At the time of troubleshooting, the cca noted that the issue was resolved over the phone through training and education. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.